Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet bionic pancreas, after which juice was given and glucose levels rose; no alerts or alarms were reported, and troubleshooting and education were completed with the caregiver. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included resolution of the event at home without hospitalization. Investigation included case review and user troubleshooting guidance. Investigation of this case revealed no device alarms and no confirmed device malfunction, and the cause of the event remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.